Manufacturer narrative:
The device was not returned for analysis. A review of the lhr and the complaint history was not performed because no specific device/lot information was provided. Based on the information provided and without the device to analyze, a cause for the reported difficult to open the clip, single gripper actuation issue and user concern associated with gripper actuation issues cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and steered down into the valve when the clip was unable to open. Troubleshooting was preformed and the clip was able to be opened. During the gripper-check it was visualized that one of the grippers would not actuate. Troubleshooting was preformed successfully. The clip was implanted successfully. The procedure was discontinued, the final mr was reduced. There were no adverse patient effects or clinically significant delays reported.